Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over-torquing of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited high capture threshold. The lead was not used and replaced. The patient was in stable condition.